Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 07/18/2016. The fse found the following two tubes disconnected: vic (vacuum isolator chamber) drain hard to soft walled tube at valve, and rinse (diluent) line for probe wash. The fse reconnected the tubings. The repairs were verified per established service procedures. (B)(6).

Event description:
The customer reported an uncontained fluid leak of approximately 2ml from the front of a coulter ac t diff 2 analyzer. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes.